Event description:
A core console with integral irrigation pump was sent for eval because it was causing hand pieces to run without activation. There was no pt involvement, no adverse event was associated with the core console.

Manufacturer narrative:
The reported event (core console causing handpieces to shift from oscillate mode and spin on its own) could not be duplicated during eval of the device. No problems were identified with the device.